Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The drain was functioning properly during testing, without any leakage. No damage was detected on the drain during a visual check. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an adnexectomy procedure on (B)(6) 2014 and a drain was placed in douglas' pouch and activated. The drain functioned properly upon first activation. On (B)(6) 2014, the drain and reservoir were still working properly. On (B)(6) 2014, the reservoir did not have negative pressure and the patient's drainage was leaking onto the bed. The drain was noted to be damaged although a milking roller was not used on the drain. The surgeon opines it is the cause of air leakage. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.